Event description:
It was reported that the customer was having problems with the infusion sets and reservoirs. It was reported that the customer spend a lot of time in the swimming pool. The mother stated that they delivered a large amount of insulin and they noticed that the insulin was not delivered into his body. The customer was experiencing high blood glucose of 250mg/dl, but he was treated with manual injections, and his glucose level went down. Troubleshooting was declined as mother believes there was no issue with the insulin pump. She stated that he has not been hospitalized ever since he has been diagnosed with diabetes. The caller mentioned that she threw away the infusion sets and reservoirs. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-02506.